Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the hcp worked at the patient's care facility, and the patient told them "it's not good, the battery is not good. There's something wrong with the battery inside, and the machine says it's on b and that means to see a doctor." The patient also said "someone needs to do something with the battery inside or I will freeze up." The hcp sent to the patient to the doctor and they said "there is nothing wrong with the battery." It was indicated the patient had a couple of falls within the last 2 months. It was noted that the hcp wasn't sure if the patient had a loss of therapy and that "the patient has behaviors of being very impatient so he probably creates some of his own problems." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the something being wrong with the battery and falls were not determined. It was stated that it was operator error, and the patient had always been unstable on their feet. The stimulator was not at fault, and there was no problem with the stimulator. It was noted the patient didn't understand reading the patient programmer to read the correct battery number/generator life remaining. The patient was seen (B)(6) 2018 and did fine. The patient's stimulator was re-programmed and working fine.